Event description:
On (B)(6) 2014, the lay user/patient¿s spouse contacted lifescan (lfs) ((B)(6)) alleging that the patient¿s onetouch verio iq meter was powering off during use. On (B)(6) 2014, the customer service representative (csr) spoke with the reporter to obtain and verify information; however, the reporter did not want to answer follow up questions. The complaint was classified based on the csr documentation. The reporter/patient claimed the alleged issue began on (B)(6) 2014 in the evening (time unknown). The patient reportedly tests her blood glucose 3-4 times per day and manages her diabetes with humulin insulin 30/70 (6 units, fixed amount) as well as pills (unknown type) and stated no changes were made to her diabetes management when the alleged issue occurred. The reporter claimed the patient developed unknown symptoms a ¿few hours¿ after the alleged issue with the meter. It is not known if the patient tested with a different device at the time of her symptoms. The reporter stated that the patient was hospitalized the following day, (B)(6) 2014, in the afternoon. When the patient arrived at the hospital, a blood glucose test was ordered at the laboratory and a reading of ¿60.0mmol/l¿ (1080mg/dl) was reportedly obtained. The reporter stated the patient was treated using IV fluids. It is not known how long the patient was in hospital. It is not clear what caused the patient¿s blood glucose to increase. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time; the battery did not need recharging yet. The issue remained unresolved. Replacement products were sent to the patient and subject products were requested back for investigation. This complaint is being reported because the patient was unable to test her blood glucose due to the reported issue and reportedly suffered high blood glucose excursion that required hcp treatment after the alleged meter issue began.